Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10387. The patient received the scs system on (B)(6) 2011. It was reported the patient was experiencing abdominal pan post-operatively. The physician took the patient back to surgery to remove the lead. Once the lead was removed; the patient's pain subsided. The physician then elected to implant a smaller lead. Diagnostic testing identified invalid contacts. The physician successfully completed the procedure using a new lead and effective stimulation was achieved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.